Event description:
Additional information was received stating that the defective product was infusing chemo-docetaxel. The leak dropped on the clothing of the patient but the patient and the healthcare provider were fine. The medication was remixed with tubing from a different lot number. The leak did not occur from the ports but from the pump cassettes. No crack, holes, cuts or tears or defects were noticed on the filter. No medical invention required as a result of the event. The affected sample has been discarded but they are sending an unused product under the same lot number.

Manufacturer narrative:
The customer has discarded the affected product hence they are unable to send it back but they are sending an unused product under the same lot number. Additional information section b3, b5 and d10.

Manufacturer narrative:
One new 142550489 primary plum set was received for inspection 7/6/2023. No visual damages or anomalies noted. The set was tested per product specification. There was no leakage. The reported complaint of leakage could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch which was reported to have leaked during patient infusion. The customer reported that the taxol set appeared to be leaking from the filter. There was patient involvement, however, no harm was reported as a consequence of this event. This is report 1 of 2.